Manufacturer narrative:
.

Event description:
It was reported that the patient was in the physician's office on (B)(6) 2015 to have her device disabled for an MRI scan when diagnostics revealed high impedance (8410 ohms). The previous recorded diagnostics were from (B)(6) 2015 and were within normal limits (2039 ohms). Additional information was received that the patient underwent a generator and lead replacement surgery on (B)(6) 2015 due to prophylactic generator replacement and high impedance. It was reported that a lead fracture was visualized during the surgery. The explanted products have not been received by the manufacturer for analysis to date.

Event description:
The explanted generator and lead were received by the manufacturer for analysis. Analysis of the generator was completed. Review of the internal generator data showed an impedance increase from 8702 ohms to 16397 ohms on (B)(6) 2015 (explant (B)(6) 2015). Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the explanted lead has not been completed to date.

Event description:
Analysis of the explanted lead was completed. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil broken ends show that pitting or electro-etching conditions have occurred at the break location. One strand of the positive coil at the mating end shows appearance suggesting that a stress-induced fracture occurred on the strand. However, due to metal dissolution and surface contamination, the fracture mechanism cannot be ascertained on the other strands. Fluid leaks were also observed inside the inner silicon tubing due to abraded openings of both the outer and inner silicon tubing. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.